Manufacturer narrative:
H11: corrected data: after clinician review of the medical records this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was learned through implant patient registry, that a 33mm 11400m mitral valve was explanted at implant due to inflow obstruction by left atrial wall hematoma. The explanted device was replaced with a 31mm 11400m mitral valve. Per medical records, following ablation of the left atrial wall and clipping of the laa, the surgeon performed an mvr with a 33mm 11400m mitral valve. Following decannulation and cpb weaning, tee suggested a dissection flap in the left atrium that was obstructing the inflow to the mitral valve. Upon re-inspection, the surgeon noted the left atrial wall to be boggy with a cavity in the sondergaards groove where a hematoma developed in the left atrial wall. No tear was noted. The hematoma was decompressed with no active bleeding noted. Upon weaning from cpb, the area near the right side of the decompressed hematoma site began to bleed. The decision was made to put the patient back on bypass and to explant the 31mm 11400 mitris resilia mitral valve. Upon explant of the newly implanted valve, the annulus was noted to have a small hole at a3 with weak surrounding tissue. This was repaired with a 2x2 bovine pericardial patch. A 31mm 11400m valve was then secured into place with corknots and the patient was weaned from cpb. Post operatively, the patient was taken to the cvcc in guarded condition.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that, following de-cannulation, a 33mm 11400m mitral valve was explanted at implant for the repair of a hole in the annulus. The explanted device was replaced with a 31mm 11400m mitral valve. Per medical records, following ablation of the left atrial wall and clipping of the laa, the surgeon performed an mvr with a 33mm 11400m mitral valve. Following decannulation and cpb weaning, tee revealed a dissection flap in the left atrium that was obstructing the inflow to the mitral valve. Upon re-inspection, the surgeon noted the left atrial wall to be boggy with a cavity in the sondergaards groove where a hematoma developed in the wall of the heart. No tear was noted. The hematoma was decompressed with no active bleeding noted. The patient was weaned from cpb. The area near the right side of the decompressed hematoma site began to bleed, and there was concern for av groove disruption. Upon explant of the mitral valve, the annulus was noted to have a small hole at a3 with weak surrounding tissue. This was repaired with a 2x2 bovine pericardial patch. A 31mm 11400m valve was then secured into place with corknots and the patient was weaned from cpb. Upon decannulation and closure of the patients sternum, the dissection flap was noted to have reopened with a rapidly expanding intramural hematoma. The surgeon reopened the patient, removed the 31mm 11400m valve, and placed a larger pericardial patch to repair the posterior annulus incorporating the previous patch. A new 31mm 11400m valve was secured into place with good seating. The patient was successfully weaned from cpb and was taken to the cvcc in guarded condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.